Event description:
It was reported that the patient had infection. The physician explanted the active system ¿ implantable cardioverter defibrillator, right ventricular lead, left ventricular lead, right atrial lead and the previously capped left ventricular lead was also explanted during the same procedure due to the infection. Patient status was not provided.